Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that ring artifacts on patient images. There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) arrived onsite and evaluated the CT system. The fse was able to confirm the reported ring artifacts, but also stated that there was a white banding artifact which was the result of a damaged detector module (addressed in (B)(4)). The fse determined that the a-plane collimator was damaged which was the cause for the reported ring artifact. The fse replaced the a-plane collimator and performed calibrations to resolve the issue. The philips field service engineer (fse) confirmed there was no impact to the patient as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.